Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 30-degree endoscope unit involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint but could not replicate the customer-reported complaint. The 30-degree endoscope was analyzed, which did not reproduce the customer reported problem. However, the camera instrument adapter was noted to have a damage / friction issue. The endoscope failed the transmittance test.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the 30-degree endoscope exhibited an inverted image. Prior to calling for technical support, the customer has re-installed the endoscope, but the issue persisted. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system live logs, but no relevant system errors were present in the live logs. The customer replaced the endoscope with no resolve. The tse then instructed the customer to reboot the system and error was cleared. The customer proceeded with the new endoscope. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting the 30-degree endoscope exhibited an inverted image, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the endoscope had an inverted image. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.